Event description:
It was reported that "during driving, suddenly, four fifths of the screen from the left side became dark and only the area describing the helium gas remaining was displayed; it was "0". As a result, "the pump was switched off and then switched back on again at this time, it worked normally again."

Manufacturer narrative:
Evaluation: actions taken: cable bracket attached, screw changed, hot bonded, changed the battery load cable and bracket.